Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 264 mg/dl. The customer's family or friend stated that the customer had been lying on the insulin pump leading up to the alarm. He stated that the battery was low, and a battery replacement did not resolve the issue. He noted that he had let the insulin pump sit without a battery for 5 minutes, and the button error alarm still did not clear. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.